Manufacturer narrative:
Investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no:(B)(4). The complaint is not confirmed because the issue was a one time occurrence and the instrument is working within bd specifications. The root cause is unknown. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged there were 26 false positive anaerobic samples in drawer c. Confirmatory subculture was performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: customer is reporting 26 anaerobic samples positive in drawer (c) after switching the instrument in standalone modes. The customer just wants bd to be aware of this phenomena, he did already subculture the 26 samples. The results were kept locally and have not been reported.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged there were 26 false positive anaerobic samples in drawer c. Confirmatory subculture was performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: customer is reporting 26 anaerobic samples positive in drawer (c) after switching the instrument in standalone modes. The customer just wants bd to be aware of this phenomena, he did already subculture the 26 samples. The results were kept locally and have not been reported.